Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed; however, the difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported issues appear to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the proximal left anterior descending artery. There was no tortuosity present; however, there was mild calcification. The reported 4.5 x 12 mm nc trek balloon catheter was used for post-dilatation and was inflated once to 18 atmospheres. The balloon was confirmed to be fully deflated prior to the attempt to retract the balloon catheter; however, it could not be retracted. Force was applied which resulted in the balloon catheter proximal shaft separating. The non-abbott 6f guide catheter and separated shaft were removed together. A non-abbott device was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.